Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report form that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. This subcutaneous implantable cardioverter defibrillator (s-ICD) device were explanted due to infection. No patient adverse effects were reported.